Event description:
It was reported that during an implant attempt, there was high impedance and no capture on the atrial lead. The lead was explanted. The same problems were noted on the replacement lead, so the surgical cable was replaced and the lead was successfully implanted. The cable was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis could not confirm a cable issue; all cable continuity test ok, no intermittent connections. No visual anomalies found. (B)(4).